Event description:
The iab leaked. That was the only info at the time of the report. (Event complications: unknown - reported 11/19/96.) (Pt's current status: unk - rpt'd 11/19/96.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.